Manufacturer narrative:
A supplemental MDR is being submitted for correction based on additional engineer evaluation. H11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve was returned crimped on the delivery system and partially inserted through sheath. The returned device was visually examined for any abnormalities. The crimped valve had two struts exposed through the sheath. Two struts were bent at the inflow side. After the valve was expanded, the bent struts were corrected. The leaflets appeared wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process. Due to the nature of the event, neither functional testing nor dimensional testing was performed. Imagery of the patient's anatomy was provided, and it was noted that the patient's left access vessel had presence of moderate tortuosity. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The valve frame damage was confirmed based on returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force, steep insertion angle) likely contributed to the event. As reported "the 16 fr esheath+ had been inserted at a steep angle. The loader was able to be fully inserted into the sheath. The valve could not advance past the strain relief portion due to push force... The commander delivery system and valve became stuck in the white strain relief section, resulting in the tip of the valve stent frame (~1-2mm) protruding through the sheath and a bent valve strut" and "contributing factors included moderately tortuous vessels and insertion at a steep angle". Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve was returned crimped on the delivery system and partially inserted through sheath. The returned device was visually examined for any abnormalities. The crimped valve had two struts exposed through the sheath. Two struts were bent at the inflow side. After the valve was expanded, the bent struts were corrected. The leaflets appeared wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process. Due to the nature of the event, neither functional testing nor dimensional testing was performed. Imagery of the patient's anatomy was provided, and it was noted that the patient's left access vessel had presence of moderate tortuosity. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported valve frame damage was confirmed based on returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (kinked sheath, high push force, steep insertion angle) likely contributed to the event as reported "the 16 fr esheath+ had been inserted at a steep angle. The loader was able to be fully inserted into the sheath. The valve could not advance past the strain relief portion due to push force. The sheath had not been inserted up to the hub, and unintentional kinking occurred at the strain relief while advancing the valve. The commander delivery system and valve became stuck in the white strain relief section, resulting in the tip of the valve stent frame (~1-2mm) protruding through the sheath and a bent valve strut" and "contributing factors included moderately tortuous vessels and insertion at a steep angle". Kinks introduced to the sheath or delivery system components can disrupt device advancement by altering the intended geometry and internal continuity of the system. A kink sustained on the sheath can create narrowed or obstructed regions through the inner lumen, increasing friction or impeding passage of the system through the shaft. Additionally, a kinked sheath can cause valve struts to interact with the lumen wall, potentially leading to frame damage/bent struts-especially when compounded by device manipulation. Additionally, a tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a left-transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, a bent valve strut was observed. The sheath had been inserted at a steep angle into the patient. The valve could not advance past the strain relief portion due to push force. The sheath had not been inserted up to the hub, and unintentional kinking occurred at the strain relief while advancing the valve. The delivery system and valve became stuck in the white strain relief section, resulting in the tip of the valve stent frame (~1-2mm) protruding through the sheath and a bent valve strut. The valve, commander, and sheath were removed as one unit, and a new system was prepared. The second valve was successfully implanted without issue. The patient remained in stable condition post-procedure, and there was no patient injury. The perceived root cause was the sheath not being inserted up to the hub, and angulation during advancement. Contributing factors included moderately tortuous vessels and insertion at a steep angle.